Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and bench tested the device, which revealed the circuit pressure transducer failing to calibrate. The fse determined the likely cause of this failure was the main printed circuit board (pcb) and a replacement was ordered. At this time, vyaire medical failure analysis laboratory has not received the suspect main pcb for evaluation.

Event description:
The customer reported during preparation for patient use, this ventilator device failed to cycle. However, no delay in patient care or harm was reported with this event.